Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was standing at work suddenly experienced two shocks from her interstim system in her pelvic area. The caller described this as the system "firing" on the patient. The shocking occurred in the patients area of stimulation in the pelvic area. The patient came into the hcp office doubled over, shaking, and having burning pain in her back and lower quadrant, and suprapubic pain. The patient was no longer experiencing the shocking. It was noted that the patient had never had this happen before, and that the patient had not had any falls or trauma. The caller reported that the patient had twinges of pain when the system was first implanted and later when the system had been worked on. The caller reported that stimulation was on. Patient services reviewed turning stimulation off, which the patient chose to do. Patient services redirected the patient to the hcp to have system checked and to consider lead location. No further complications were anticipated/reported.